Manufacturer narrative:
Product complaint #(B)(4). Event date: unk. Batch #: unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: how was the bleeding identified? This was identified in the post-op recovery room does the surgeon pulse fire or use one continuous firing stroke? One continuous firing stroke. Were there any hemostasis issues noted during initial procedure? Yes. Clips were placed on aspects of the staple line. The site of bleeding was identified between 2 clips during the second procedure. What color reload was used at site of bleeding? Unknown. Was buttressing material used? No. What is the current patient status? Discharged.

Event description:
It was reported that a patient was brought back to the operating room, post-op, from the post anesthetic recovery room, due to suspected bleeding after a laparoscopic sleeve gastrectomy. During the second procedure, it was confirmed that a gastric vessel was bleeding through the staple line, and a clip was placed on the bleeding site to achieve hemostasis. No blood transfusion was required. The patient then proceeded to post-op recovery as per normal. A combination of gst60d and gst60b reload cartridges were used in the initial procedure, in accordance with tissue thickness. The surgeon waited 10-15 seconds after closing the device before firing the stapler each time during the procedure.